Event description:
It was reported that the cordless driver 3 ran without the trigger being depressed during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences. The device was then sent to stryker instruments for service, and during failure analysis it was noted that the handpiece would oscillate when the reverse trigger was pulled.

Manufacturer narrative:
During the device evaluation, the handpiece was found to have an old style trigger. An old style trigger does not hold the magnet as well as a new style trigger. The magnet is used to activate the e-box when it comes in close proximity, so if the magnet comes loose from the trigger and attaches to the e-box, it will cause run-on as soon as a battery is inserted.